Manufacturer narrative:
Date rec'd by MFR: 21aug2019. Per product support, the customer canceled the service call and did not provide a purchase order number. No service will be performed on this unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08march2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the touchscreen was unresponsive. There was no patient or user harm reported. The event date was not specified; estimate used.